Event description:
It was reported that the patients lead migrated again after being revised (MFR 3006630150-2022-00473). The patient underwent a revision procedure wherein one lead was advanced. The patient was doing well postoperatively. No device was explanted.